Event description:
The customer called the helpline and stated the reservoir began to leak while trying to fill up the reservoir. At that time, the customer was advised that a replacement will be sent. In addition, the customer was insructed to return the reservoir in the cannister that will be provided. No further details.